Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to deploy could not be confirmed due to all components were not returned. The ball of the actuator wire was displaced, likely the reported protruding out of the delivery mechanism. However, the lever was manually opened and the ball of the actuator wire went back to its place. The foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Fourier transform infrared spectrometer (ftir) testing result was concluded that loctite present at the actuator ball. Normally, significant force is required to dislocate the actuator wire from the foot and therefore the investigation could not determine a cause for the dislocation, nor determine a potential product quality issue existed with the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number, expiration date. H4: device mfg date.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using a proglide device. Reportedly, the physician noted difficulty [failure to deploy] and there was something that was protruding out from the delivery mechanism that shouldn't have been there. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.